Event description:
The customer contacted physio-control to report that their device would intermittently not complete the boot-up cycle. When observed, the device would continuously reboot itself upon powering on. As a result, defibrillation may not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) pcb and user interface (ui) pcb assemblies which resolved the reported failure. Physio then completed other unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u61. The ui pcb assembly was an ancillary part and there was no failure of this assembly.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.